Event description:
It was reported by the (B)(4) that a pt underwent an interventional coronary procedure on an unk date. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel approx 6mm in size. Following the procedure, the physician who was in the training, selected the mynx vascular closure device 6f/7f to close the access site. It was reported that the physician shuttled down until the advancer tube engaged, and could not withdraw the sheath from the pt's body. The physician deflated the balloon and removed the device from the pt. The pt was converted to manual compression for less than 30 minutes.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle with the procedural sheath pulled back against the shuttle. The distal sealant was exposed from the distal end of the shuttle cartridge and does not appear to have been exposed to blood. When an attempt was made to retract the shuttle, slight resistance was noted. Subsequent to unsheathing, the proximal sealant was found wedged between the advancer tube and the inside wall of the shuttle cartridge. This condition may have contributed to the device jam. The root cause of the jam could not be conclusively determined. The review of the lhr (lot f1127009) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause could not be determined. The review of the lhr (lot f1127009) indicated that the device lot met all established performance criteria prior to shipment.